Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center was not showing images on monitor, giving a blue screen. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d9, h3, and h6. It has been over seven (7) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, although a root cause could not be identified, it was confirmed that the image was distorted and flickering when wiggling the scope end connector. The lock latch on the video connector was worn out and did not hold the scope connector properly. Therefore, it was presumed that the images were not shown on the monitor, giving a blue screen because the video connector of the scope cannot be held properly due to the worn out lock latch on the video connector. Olympus will continue to monitor field performance for this device.